Event description:
Same case as MDR ID#: 2134265-2013-04640 and MDR ID# 2134265-2013-04639. It was reported that during an unspecified heart catheterization intervention procedure, intimal vessel dissection and blood flow obstruction occurred. The target lesion was located in the non-calcified left anterior descending artery (lad). After inserting a non-bsc guidewire, an atlantis sr pro interventional ultrasound (ivus) catheter was advanced to the lad without forcibly pushing the catheter and repositioned into the circumflex artery. No resistance was noted and the ivus catheter was removed intact. Upon removal, angiogram was performed and dissection was found in the lad. Presence of blood flow was noted. A promus element everolimus-eluting coronary stent system was advanced and the stent was deployed to treat the diagonal branch of the lad. Another promus element everolimus-eluting coronary stent system was advanced and the stent was deployed to treat the lad. Angiogram was performed revealing no contrast flow so a 3.0 x 28mm promus element everolimus-eluting coronary stent system was advanced and deployed in lad. The procedure was completed with this device. No patient complications were reported and the patient's status was fine. It is the opinion of the physician that there was no evidence of dissection prior to using ivus and the cause of the dissection was unknown.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).